Event description:
Pt presented to ER post motor vehicle accident with multiple long bone fractures. Pt taken to surgery for irrigation and debridement of open right tibia fracture. Towards end of procedure noted as having periods of hypotension with decreased o2 saturation. Pt taken to ICU where diagnosis of brain death was made. Pt remained on life support until they expired 9 days later. "Broncho alveolar" sent to pathology and findings consistent with fat embolism syndrome. Po2 tested on pt date of event at 9:38 am, po2 277.9 mmhg and o2 saturation 99.7, at 14:04 po2 62.3 mmhg and o2 saturation 91.5% and at 17:14 po2 71.2 mmhg and o2 saturation 93.3%. Physician questioning relationship between po2 and so2 results.